Event description:
It was reported that the healthcare provider (hcp) was not seeing the correct refill date post refill 2014 (B)(6). After reviewing the programming strip the alarm date was 2014 (B)(6) and an elective replacement indicator occurred on 2014 (B)(6). The hcp realized she had forgotten to update the reservoir volume at the last refill. It was reported that the patient went into the emergency room complaining of ¿overdose symptoms.¿ it was noted on the day of report the patient was exhibiting no signs of overdose. It was noted that the patient was responsive, heart rate was normal and pulmonary functions was normal. It was reported as of 12:15pm on the day of report there had been no actions taken. The healthcare provider was waiting on a physician programmer to interrogate the pump. The pump system was delivering morphine. Patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported the patient had presented to the ER after being told their pump had malfunctioned and it needed to be removed. It was noted that the patient had received a letter from the physician stating the pump was under a ¿class I recall.¿ it was noted that the pump had been alarming and the hcp reported the patient appeared to be overly medicated with symptoms of patient being ¿woozy, feeling weird all over and being frightened.¿ it was noted that low reservoir alarm should have started on 2014 (B)(6) due to previously reported information from the hcp. It was noted that the healthcare provider confirmed that the patient¿s symptoms could have been due to anxiety over the pump alarming and the letter the patient received from the hcp. The last refill dated appeared to have been 2014 (B)(6), not 2014 (B)(6). The hcp was worried that the patient had been overdosed and wanted a manufacture representative to interrogate the pump. Additional information received reported that patient simply ¿felt¿ they were overdosing. There were no symptoms associated with a potential opioid overdose were present. It was reported that nothing was done. The patient had decided they did not want to wait and stated they would follow up with their primary care physician and had left the ER.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).